Event description:
Pt implanted 03/19/1998 in the upper and lower vermilion borders. Onset of implant shortening and implant palpable in perioral, date unknown. Area massaged 04/01/1998 and implant explanted 12/01/1998.